Manufacturer narrative:
The pump received a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the constant motor error alarm. No motion sensor test failure alarm was noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump repeatedly alarmed motion sensor test failure. The customer was unable to perform the displacement verification test because the insulin pump was alerting while they tried to perform the rewind process. Customer's blood glucose level was not reported. The device was not returned.